Event description:
Nellcor received report claiming that prior to intubation of a patient, the tube was inspected and no defects were found. Later, upon routine extubation of the patient, it was observed that the tip of the tube appeared to be missing.